Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the placement of an intermedullary nail, the inserter would not release from the nail. Additional instrument sets had to be opened to complete the procedure causing a delay of more than thirty minutes. No adverse events have been reported as a result of the malfunction.